Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a correction injection to address bg. The customer will continue to use current pump for insulin therapy.